Manufacturer narrative:
One 8.5f fast-cath introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During an atrial fibrillation procedure, a blood leak was noted from the hemostasis valve. The sheath had been inserted with no issues, but when the sheath was going to be exchanged with a non-abbott (medtronic) sheath the blood leak was noted. The sheath was able to be flushed and properly withdrawn, but blood continued to leak. The sheath was exchanged, and the procedure was completed with no adverse patient consequences.